Manufacturer narrative:
The instrument has not been returned for evaluation. Not returned.

Event description:
Allegedly, the doctor was performing a cysto turbt procedure when pieces of the ceramic tip of the sheath broke off into the patient's bladder. The doctor immediately removed the pieces. Per the hospital, the procedure was completed and there was no serious injury to the patient reported.

Manufacturer narrative:
The instrument has not been returned for evaluation.

Event description:
Correction-this is corrected text: allegedly, the doctor was performing a cysto turbt procedure when pieces of the ceramic tip broke off and were retained in the patient's bladder; the pieces were not identified at that time. The broken pieces were discovered during the patient's follow up visit; the patient was complaining of flank pain on (B)(6) 2015. The doctor performed a rigid cystourethroscope with removal of foreign body in bladder and the pieces were immediately removed. An x-ray was taken and the procedure was completed with no delay. Per the hospital, no serious injury to patient was reported.